Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was reported that the patient "didn't know how it quit in like a year and a half" and was told that they would need a new battery. The patient reported that they can't wear a bathing suit because there is a huge lump where the ins sticks out. The event date for the weight loss, ins sticking out, getting stuck in doors, pulled, and hurting is 2017 (year and 3 months prior to date of the call). The patient reported that when they were in (B)(6) some guy met with them for a jumpstart. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that her implant hadn't worked for 3 years and it never worked enough for her and she wanted it removed. The patient reported that the ins had to be jumpstarted and it worked for 2 weeks and stopped, the ins would come on and off. The patient reported that she lost 98 pounds and the ins got stuck on a door, hurts and pulls and she couldn't wear a bathing suit because of the huge lump. No further complications were reported.